Event description:
It was reported that post a coronary stenting treatment procedure, a thrombosis and dissection occurred. The pt was anticoagulated with heparin. The 80% stenosed lesion was located in the mildly calcified mid left anterior descending artery beyond the left internal mammary artery (lima) site. The stenosis was crossed with a pt2 wire and a taxus express2 2.75x24mm drug eluting stent was used to direct stent the stent lesion. The stent was post dialted with a 3.0x8mm powersail balloon. Post procedure images revealed good stent deployment and no evidence of a dissection. Post angioplasty stenosis was 0%. In addition to the heparin, the pt received atropine, adenosine and IV ntg during the procedure. Aspirin and plavix were ordered for the pt. Pt was to be discharged the following day. Four days later the pt was transferred by air ambulance with severe, 10/10, chest pain. On arrival to the ccl, he developed v-fib arrest and was cardioverter twice to normal sinus rhythm. A 300 mg bolus of amiodarone was administered and a drip was started. Angiography showed an occluded lad. A allstar wire was able to cross without difficulty and a 2.5x15mm maverick balloon was passed through the stent and inflated, improving flow from timi 0 to timi 2. Ivus revealed a distal edge dissection. A 2.75x33mm cypher stent was deployed overlapping the distal end of the taxus stent. Due to distal haziness, a 2.0x18mm minivision was placed in the distal lad, overlapping proximal end of the taxus stent. Due to residual clot, a 3.0x18mm cypher stent was deployed in the proximal part of the mid lad. Post procedure images revealed good stent deployment. The pt had suffered an acute mi due to in-stent thrombosis. An integrillin drip was ordered for 24 hours, the amiodarone infusion was continued and a loading dose of plavix was given and ordered for a period of 12 months. No further pt complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties experienced during the procedure could not be determined.